Event description:
During an in clinic follow-up, increased capture threshold resulting in loss of capture and change in impedance were observed on the right ventricular (rv) lead due to dislodgement. During the revision procedure, the helix was not able to extend. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned for analysis with the helix extended and covered with blood / tissue. X-ray examination of the lead noted the inner coil was over torqued at the connector pin region. After cleaning and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of the reported event was due to blood / tissue in the helix housing, on the inner coil and over torque of the inner coil consistent with procedural damage. The reported events of failure to capture and impedance issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.